Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their one touch verio iq meter was displaying a message ¿faulty test strips¿. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient did not provide the details of when the reported issue first began. It is unknown how the patient currently manages their diabetes and whether they made any changes to their usual diabetes management regimen in response to the reported meter message. The patient reported developing symptoms of ¿itching of the skin¿ but did not provide any further details as to when this symptom developed or if they received any treatment for it. The csr was unable to troubleshoot with the patient and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the reported issue caused or contributed to a serious injury. The patient¿s reported symptom does not meet lifescan¿s criteria for a serious injury. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.